Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician reported that he was aware of a patient that had experienced stent thrombis in 2007. "After stopping clopidigrel following a head injury at 11 months post implantation of a drug eluting stent. He thought the stent may have been a taxus, but could not confirm this." Additional information regarding this event has ben requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore , a failure analysis is not available, and we are not able to determine the root cause of this event.